Manufacturer narrative:
Device manufacture date - this lot was manufactured between 3/6/2019-3/13/2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of an unspecified quantity of minicaps were discovered to have inadequate iodine. This issue was further described as ¿sponges appeared to be mostly white and some were almost completely white¿, which indicated that the sponges were dry of iodine. This was noticed during preparation for peritoneal dialysis therapy. To resolve the issue, the patient opened a new minicap from the same lot and no issues were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.